Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital due to symptoms of chest pains. On the initial attempted there was difficulty interrogating the device. A 60/60 magnet reset was performed and then the device was successfully interrogated. No adverse patient effects were reported.